Manufacturer narrative:
It has been clarified that the patients were not adversely affected. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that all ise electrodes were replaced on the cobas 8000 ise module. Calibration and controls passed after replacement of the electrodes. The customer then ran patient samples. After 8 hours, controls were measured again and failed for all ise parameters. The tests were re-calibrated and then controls passed. Patient samples tested in between the control runs were pulled on (B)(6) 2017 and repeated on a cobas 6000 c (501) module - c501. The customer stated that corrected reports needed to be issued for 164 patient samples tested for ise indirect na for gen.2 (sodium). The customer provided examples of three patient samples which had erroneous sodium results that were reported outside of the laboratory. The first sample initially resulted as 131 mmol/l. The sample was repeated on (B)(6) 2017 on the c501 analyzer, resulting as 143 mmol/l. The second sample initially resulted as 132 mmol/l. The sample was repeated on (B)(6) 2017 on the c501 analyzer, resulting as 142 mmol/l. The third sample initially resulted as 133 mmol/l. The sample was repeated on (B)(6) 2017 on the c501 analyzer, resulting as 141 mmol/l. It was asked, but it is not known if the patients were adversely affected. The sodium electrode lot number was v39, with an expiration date of 10/01/2017. The customer declined a service visit stating that they have had no further issues since the re-calibration that was performed on (B)(6) 2017.